Event description:
Foreign matter the doctor found the foreign matter attached to the optic just after implantation. He explanted the iol since he couldn't remove the foreign matter by I/a. He also felt the root of haptic looked abnormal. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # 352650. Hoya due diligence is documented under internal issue-0807. "Adhesion of cells or foreign bodies onto the lens surface" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was not consistent to reported information. The optic part of iol was damaged, but no foreign matter was found adhering to the optic. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: ya-65bb). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.